Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as vibration box and wires are digging into the skin, causing breakdown of the skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse has been having pt rotate from lying on their left side and right side periodically so they are not always laying on their back. Follow up indicated that the skin irritation improved.